Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the catheter had a melted tip resulting in it being stuck to the contents of the tray. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be" components / accessories of drainage device with: rips, damages, cracks, holes, fractures." A potential root cause for this failure could be" incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the catheter had a melted tip resulting in it being stuck to the contents of the tray. No medical intervention was reported.